Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bone tumor surgery on (B)(6) 2020 and the barbed suture was used. During surgery, the suture broke. A like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 05/07/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/07/2020. Additional information: d10. H3 evaluation: an empty opened foil, a dispensed suture and a detached needle of product code were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Body fluids was noted, and it appeared that the fixation tab was detached from suture by use. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the suture breakage is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keeping the needle/suture union during transportation or use.